Event description:
It was reported that the customer consistently received a motor error on their insulin pump. The customers blood glucose level was at 128mg/dl. The product is being replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.